Event description:
Customer reported that while performing a 12.5k preventative maintenance (pm), the unit has error code message of blower fan failure. The customer reported there was no patient involvement.